Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient claiming migration: yes ,migration of essure: left side of uterus'), pelvic infection ('pelvic infections'), menorrhagia ('abnormal bleeding ( menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('patient claiming bleeding:other') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. Previously administered products included for upper respiratory infection: levaquin; for vaginitis: flagyl; for an unreported indication: orsythia. Past adverse reactions to the above products included vulvovaginitis with flagyl. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2016 and ibuprofen since 2016. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infections") and migraine ("migraines /headaches"). The patient was treated with surgery (ablation on 2017.). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, vaginal infection and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: plaintiff fact sheet and mr received: suregry ablation was added. New events: abnormal bleeding (vaginal, menorrhagia), migraines /headaches were added. New reporter, patient demographic, concomitant medication, patient historical and concomitant condition, lab data and event onset date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient claiming migration: yes'), pelvic infection ('pelvic infections') and genital haemorrhage ('patient claiming bleeding:other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infections"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic infection, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received: previously reported event "injury " replaced with new events .new events added: pelvic pain, abdominal pain, dysmenorrhea (cramping), patient claiming bleeding: other, patient claiming migration: yes, vaginal infections, pelvic infections. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.